Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The target lesion being treated was located in the left anterior descending artery. The physician advanced the 3.5x20mm promus element stent to the lesion. The stent was positioned in the lesion but, the physician saw that there was no stent displayed between the markers. The device was removed outside the patient and it was noted that the stent had sided of the balloon proximally. It was noted that the stent was on the shaft proximal to the balloon. It is noted that "the stent was not deployed prematurely, it is same size as when crimped on the balloon, but some struts are bent." Patient condition listed as "ok."

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified that the stent was dislodged from the stent delivery system. The stent was returned on the lumen of the stent delivery system and the stent was damaged throughout. The struts were misaligned throughout. There were kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The target lesion being treated was located in the left anterior descending artery. The physician advanced the 3.5x20mm promus element stent to the lesion. The stent was positioned in the lesion but, the physician saw that there was no stent displayed between the markers. The device was removed outside the patient and it was noted that the stent had sided of the balloon proximally. It was noted that the stent was on the shaft proximal to the balloon. It is noted that 'the stent was not deployed prematurely, it is same size as when crimped on the balloon, but some struts are bent.' Patient condition listed as "ok."